Event description:
It was reported that the pt has been hospitalized since (B)(6) 2012 due the ci surgical wound being opened as a result of infections. The pt was still using her audio processor in order to communicate with the physicians. The pt underwent surgery on (B)(6) 2013, where the source of infection was removed. The ci concerned was explanted in the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.